Manufacturer narrative:
A sample has not been provided for evaluation. The third-party carrier's website was reviewed and it was verified that the provided shipping materials were sent and were received. In the event a sample is returned for evaluation, the complaint file will be updated. The report could not be confirmed as a definitive conclusion regarding the complaint incident cannot be reached based on the information provided. During the lot history review it was noted that there were two other complaints reported against the lot. One complaint is mentioned above and addresses an internal blood leak. The other complaint addresses a blood leak, there has not been enough information provided to determine if the blood leak was internal or external. The number of complaints for the assigned symptom code on the lot number was reviewed and it was determined that no lot complaint excursion occurred. A review of the production record was performed. The production record review showed there was one approved temporary deviation notice in the production of this lot. They are unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking products are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility reported that a dialyzer blood leak occurred 30 minutes into the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed inside the dialyzer. The machine, a fresenius 2008k2 machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 150 ml. There was no patient injury or medical intervention required as a result of this event. The patient declined to restart treatment as this was the second blood leak that occurred during their treatment. The complaint device was reported to not be available to be returned to the manufacturer for evaluation.

Event description:
A user facility reported that a dialyzer blood leak occurred 30 minutes into the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed inside the dialyzer. The machine, a fresenius 2008k2 machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 150 ml. There was no patient injury or medical intervention required as a result of this event. The patient declined to restart treatment as this was the second blood leak that occurred during their treatment. The complaint device was reported to not be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.